Event description:
It was reported that during a coronary stent procedure, the catheter shaft separated while the physician was removing the delivery device. Retrieval attempts were unsuccessful and the patient was sent to surgery for removal. Patient status is listed as "okay".